Manufacturer narrative:
The insulin pump was received with operating currents within spec. The insulin pump passed self test, rewind, prime/seating test, basic occlusion test and force sensor test. The pump was received with missing retainer and reservoir tube lip o-ring. Unable to perform occlusion test and displacement test due to physical damage. Pump was returned for pump error. No pump error alarms noted on detailed trace/long trace downloads. Power management tool confirms the unloaded voltage and loaded voltage are within specs. The pump was received with cracked keypad overlay at select button. The pump was received with minor scratched display window, case and keypad overlay texture damaged. The pump was received with missing display window cover. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of power system error. The customer's blood glucose level was unknown at the time of the incident. The product was returned for analysis.